Manufacturer narrative:
Investigation summary: a visual inspection revealed there were no nonconformities with the short port. There was some evidence of blood. To test the reported complaint, the inflation valve port was checked. The balloon was inflated with 25 cc of air. The balloon inflated properly, remained inflated, and deflated properly. To further investigate, air and water were passed through the insufflation port to check for blockages. Both flowed through, therefore based upon the observations performed, the reported complaint "port blocked" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 port was blocked. A replacement unit was used to complete the procedure. The product was returned.